Event description:
During an arteriogram, while advancing the guide wire through a pigtail catheter, the physician began noticing resistance. The video screen showed the inner core had popped out of one of the side holes, & the exterior portion had advanced through the normal lumen. The catheter was removed, no injury to the pt.